Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were replaced.

Event description:
It was reported that the pump ha a damaged battery compartment latch. There was no patient involvement. Device evaluation revealed a delaminated downstream occlusion seal and a buckling upstream occlusion seal.